Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported. Trace pvl was reported at the 30 day follow-up. Approximately 10 months and 18 days following the implant, the patient presented with moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. The bav was unsuccessful at resolving the pvl. A second, non-medtronic transcatheter valve was implanted valve in valve. No additional adverse patient effects were reported.